Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two large volume pump (lvp) display boards needed to be replaced.

Manufacturer narrative:
Additional information added to the following: updated b5 updated e1 updated d4 serial #(B)(4). UDI # (B)(4). G4 11/06/2020. H2 correction h4 01/03/2018.

Event description:
It was reported that two large volume pump (lvp) display boards need to be replaced due to dim and missing segment.